Event description:
An olympus personnel reported on behalf of the customer that the evis lucera elite bronchovideoscope had an image problem. The issue was found during a diagnostic bronchoscopy procedure. The patient was not under anesthesia, there was no report of delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿abnormal image¿ was not confirmed. The device evaluation found electrical continuity, e315 (incompatible scope) error due to liquid intrusion of ligh guide plug. After the device was dried, the fault was eliminated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported image abnormality was not reproduced at the repair facility. It is likely that the fluid invaded the scope connector during device handling. It could have caused the abnormality of the electrical component, and the error e315 message was displayed. However, a definitive root cause for the fluid invaded the scope connector could not be identified. The historical analysis for this event confirmed that: there are no product excursions or statistical trends were identified. There are no ncr, scar, CAPA or hha records associated with the historical complaints. No anomalies were identified in the manufacturing/repair history records. The complaint rate is within the expected occurrence. No anomalies were identified in the labeling review. Olympus will continue to monitor the field performance of this device.